Event description:
It was reported that following a left eye (os) cataract surgery, during the implantation of the stents from a trabecular microbypass stent system, one (1) of the three (3) stents was inserted slightly "oblique" and "inferior" to the scleral spur. Per report, the patient presented approximately one (1) month postoperatively with eye pain, redness, photophobia, "lots of pigment", moderate inflammation and mild micro hyphema. Reportedly, a gonioscope examination revealed diffuse conjunctival injection and 3+ pigment (os), with one (1) of the three (3) implanted stents not visible. Per report, the patient was treated with steroid eye drops to "calm the inflammation", and a medical expert consultation was offered to the surgeon. Through follow-up, the surgeon conferred with a medical expert who reported discussing treating the inflammation as any other rebound iritis and monitoring the patient. Additionally per report, further treatment options, including irrigation and aspiration, were discussed if multiple episodes of rebound iritis and transillumination defect (tid) occur. Also discussed was confirming stent placement using viscoelastic prior to irrigation and aspiration. Additional information has been requested.

Manufacturer narrative:
Additional information: h6 (health effect clinical codes 4, 5): e083804, e2322. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Malpositioned stent, dislodged/dislocated stent, pain, inflammation, photophobia, hyperemia, pigment dispersion are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (malpositioned stent, dislodged/dislocated stent, pain, inflammation, photophobia, hyperemia, pigment dispersion and iris touch) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).